Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated that for about 6 months or so, they have had issues in trying to charge their implant. Patient reported that they've had to charge their implant almost every day if they want to keep it going. Patient stated that when trying to charge their implant they would have to hold the recharger antenna in the correct spot, but had difficulties in getting the implant charged all the way. Patient also stated that when trying to charge their implant, the controller would shut off and go unresponsive and say that data was lost. Patient also noted that if they can charge the implant to 100% that the implant would be dead by the end of the day. Patient mentioned that it took so long to charge the implant that they let the implant die. Patient confirmed their implant was dead. Patient confirmed that they did not increase their therapy settings due to it being too uncomfortable. Patient also stated that when they would lay down, the stimulation felt like a horrible tingling. Patient noted that the white button on the top of the controller was not responding to them and nothing would appear on the controller screen when they pressed it. During the call, patient confirmed no visible damage to the recharger cord or controller port. Patient noted that the white button on the top of the controller was stuck down into the controller. The issue was not resolved. Agent reviewed information and advised patient to follow up with their hcp. Agent sent an email to repair department to replace the controller. Agent also emailed patient physician listings.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.